Event description:
A customer called beckman coulter regarding an elevated accu tni result from a single pt that was generated by the access instrument. The customer indicated that the elevated accu tni result was 1.74ng/ml. The customer indicated that the elevated accu tni was result was reported out of the lab. While performing a correlation study with a different chemistry analyzer, the customer obtained a significantly lower accu tni result and questioned the elevated accu tni result. The customer retested the sample on the access for accu tni result and the result was 0.011ng/ml. This accu tni result was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to this event.